Manufacturer narrative:
Add'l MFR narrative: customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that alleges that the tracheostomy tube required removal and replacement. It is alleged that after 22 days in situ the tracheostomy developed a split in the shaft requiring replacement. No incident related medical sequela was reported.